Event description:
Boston scientific received information that during the implant procedure high pacing impedances were noted on this right ventricular lead. The lead was not implanted. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted cuts in the lead insulation and blood/body fluid noted in the lumen. The lead segment passed continuity testing and the reported allegation was not confirmed.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).